Event description:
It was reported that the patient had a shocking or jolting sensation. It was noted that the patient had the device set at program 1: rate 60, pulse width 120, contacts 8, 9, 14 and 15 anodic, and contact 13 cathodic at 2.2 volts and program 2: rate 60, pulse width 120, contacts 5 and 10 anodic and contact 11 cathodic at 1.4 volts. It was noted that the patient had abdominal stimulation. It was noted that the impedances were fine at 0.7 volts. It was noted that the patient could not tolerate much titration in amplitude. It was noted that the patient also had stimulation down the left arm. It was noted that they would bring in pulse width to see if side effects dissipate. Additional information received reported that the patient was receiving stimulation in the legs where the pain was. It was noted that the stimulation was no longer helping with the leg pain. It was noted that it was difficult to communicate with the patient. Additional information received reported that the health care professional was planning to change pain medication and possibly do some injections.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).